Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 29th march 2010 and performed to specification up to the 31st january 2016. During this time an increase in voltage suggests a further pad-pak was installed. On 7th february 2016 the device failed the weekly auto self-test due to a low battery. No further log entries were recorded. Investigation found the reported fault can be attributed to membrane failure. The excess current drain measured during the investigation would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.